Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported the subject device had screen turning off and on in procedures. The issue was found during set up. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11 the device was not returned to olympus for inspection. An olympus field service engineer (fse) was dispatched to the user facility and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: zerowire image dropout a root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: image restores and goes straight to the scope image and not through monitor blue screen re-boot, due to a zerowire image dropout. The most probable cause of the complaint is cause linked to device but unable to trace more specifically. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.